Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The physician attempted to direct stent a lesion in the mid right coronary artery with a taxus express2 3.5x28mm drug eluting stent but was unable to cross the lesion. As the physician withdrew the stent from the lesion, the struts became caught on the guide catheter and dislodged the stent. The stent was retrieved with a snare. The device had been inserted only one time before the difficulty occurred. Stent damage was observed after it was removed. The procedure was completed with cypher stents. No patient complications were reported. Patient status is satisfactory.